Event description:
It was reported that a catheter issue occurred. An opticross imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, the catheter was twisted with the non-(B)(6) (non-(B)(6)) guidewire, which caused the catheter to not show the image. The 80% stenosed target lesion was located in the mildly tortuous and mildly calcified vessel. The problem was noticed during testing, before the catheter was inserted into the patient¿s body. The procedure was completed with another of same device. The patient condition following the procedure was stable. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).